Event description:
It was reported that during a gastric bypass procedure, during the third reload of the pouch in the stomach the reload didn't staple but it cuts causing a complication with bleeding and suturing manually. Another reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the 6r45b reload was received partially fired which indicates that the firing cycle was interrupted. No functional test could be performed due to the condition of the returned reload. Although no conclusion could be reach on what caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.